Manufacturer narrative:
The previously reported evaluation method code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-dec-18. It was reported that surgical intervention was scheduled for (B)(6) 2020. It was noted that there was no way to determine the cause of the volume discrepancies or the catheter tip not being located. The withdrawals were caused by the pump medication running out. Prior to pump replacement, the patient was placed on oral medications as a bridge therapy and was doing fine. Additional actions/interventions included having the patient come in one-two weeks prior to the 2ml low reservoir alarm date. It was specified that the withdrawal symptoms included increased pain, nausea, weakness, and exhaustion. A second volume discrepancy was reported in which the expected volume was 6ml and the actual volume was 0ml. On (B)(6) 2020 it was confirmed that the pump was replaced with a new 20ml pump. Intraoperatively, medication was withdrawn from the explanted pump. The expected residual volume was 10.5 ml and the actual residual volume was 7 ml. Retrograde cerebrospinal fluid (csf) flow was obtained from the implanted catheter so the hcp did not revise it. The refill date with the low reservoir alarm of 2 ml was on (B)(6) 2020. The issue was considered resolved at the time of report and the patient's status was alive - no injury. Concomitant medications at the time of the event included oxycodone, racepinephrine inhaler, spironolactone, diovan, spi riva inhaler, daliresp, prazosin, metoprolol, metformin, cymbalta, atorvastatin, norvasc, and an albuterol inhaler. It was noted that the patient's medical history also included hypertension, diabetes, high cholesterol, failed back surgery syndrome (fbs) fusions x 5, and chronic obstructive pulmonary disorder (copd).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 2013-06-08, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient¿s medical history included chronic pain. The patient was in clinic for a pump refill. The physician was expecting to remove 3.3 ml of drug, but was unable to remove more than a drop. The patient did experience some withdrawal symptoms. The physician stated that this was the second time that the expected drug volume was short during a refill. The physician performed a dye study and was unable to locate the tip of the catheter. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. No actions / interventions were performed yet, but the physician planned to have the catheter replaced and possibly the pump. Surgical intervention was planned but not scheduled. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump identified no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.